Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 267 mg/dl. The customer's wife stated that the pump alarmed motor error during manual prime. The customer also stated that the pump turned and has not come back on with new battery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to perform a displacement test. The customer declined to perform a displacement test. The customer was advised to monitor the pump and call back if the alarm recurs.